Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)